Manufacturer narrative:
An optease inferior vena cava (ivc) filter found to be fractured. Filter was removed with unknown forceps, but fractured fragment stayed in extravascular location (filter rail). The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use ¿the optease retrievable filter can be retrieved up to and including 12 days after placement. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. Retrieval of the optease retrievable filter is possible only from femoral vein approach. Retrieval is performed using the cordis optease retrieval catheter and the recommended accessories (refer to section viii, table iii). These devices used for filter retrieval are not included in the optease retrievable filter introduction set. The IFU for optease retrievable filter retrieval is contained in the cordis optease retrieval catheter packaging. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare.¿ the optease retrievable filter should be removed using a snare and suitable guiding catheter. Removal by unknown forceps and after a potentially extended period is a violation of the IFU and therefore considered off label usage. The very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, an optease inferior vena cava (ivc) filter found to be fractured. Filter was removed with unknown forceps, but fractured fragment stayed in extravascular location (filter rail). The device will not be returned for evaluation.

Manufacturer narrative:
Attached is the related submitted medwatch report (mw5097201) that was received from the FDA on 23-oct-2020.